Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that no sensing and high thresholds were observed due to a lead dislodgement. The lead was explanted.